Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented into the emergency room with no pacing. The device was intermittently capturing in both bipolar and unipolar and the atrial lead impedance was high. The emergency room doctors started to externally pace the patient and after ten minutes the device was consistently capturing her heart at maximum output. The impedance returned to normal and the patients x-ray "looked fine". The device remains in use. No patient complications have been reported as a result of this event.